Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("device removal") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis and varicose vein operation (surgery of varicose veins in lower limbs (2 times)). No concomitant gynecological or other pathologies. Concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced asthenia ("heavy asthenia") and migraine ("increased episodes of migraine"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with cornuectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, asthenia and migraine outcome was unknown. The reporter considered asthenia, medical device removal and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("device removal") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis and varicose vein operation (surgery of varicose veins in lower limbs (2 times)). No concomitant gynecological or other pathologies. Concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced asthenia ("heavy asthenia") and migraine ("increased episodes of migraine"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with coronectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, asthenia and migraine outcome was unknown. The reporter considered asthenia, medical device removal and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 15-may-2019 for the following reason: update of causality comment to correctly reflect available information. No new follow-up information was received from the reporter. We received a returned sample in this case. A technical investigation was conducted, as well as a review of complaint records and records of non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ("device removal") in a (B)(6)-year-old female patient who had essure (batch no. Unknown) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced asthenia ("heavy asthenia") and migraine ("increased episodes of migraine"). The patient was treated with surgery (bilateral salpingectomy with cornuectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, asthenia and migraine outcome was unknown. The reporter considered asthenia, medical device removal and migraine to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.